Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was damaged during a routine replacement procedure of an implantable cardiovertor defibrillator (ICD). The df-1 terminal pin was broken.